Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for high out of range shock impedances greater than 125 ohms. Technical services discussed why alert values are not always available for review due to timing. The system remains in-service. No adverse patient effects were reported.